Event description:
Additional information received from the hcp reported that the hcp was unaware of any loss of therapeutic effect or other issues. The hcp reported that the patient was seen on (B)(6), 2012 and was doing well at that time.

Event description:
It was reported that, after the patient was implanted with their dbs device, "when they would lie down to go to sleep, they would start rolling and writhing in bed." The rolling/writhing would stop for ten second intervals, then start up again. The patient would be tired after 9 hours of sleep. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37085-40 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 37085-40 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 37085 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3389s-40 lot# v734509 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3389s-40 lot# v813627 serial# implanted: 2011-(B)(6) explanted: product typ lead. (B)(4).